Event description:
This is one of several reoccurring kinked tubing incidents. Patient arrived to ed approximately a week ago for abdominal pain with admission the week prior for abdominal pain. Patient reports chronic rlq pain which often improves after large volume paracentesis, which he undergoes approximately every 2 weeks. While preparing for a paracentesis, the team noticed the custom fluid management kit tubing had 2 kinks in it making it unusable. Lot number of the paracentesis tray is t1226758, lot number of the tubing kit is h1197361. The tubing kit is within the para tray, all of these reoccurring events contain tubes from the same lot number.